Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 550:320:845:0000. The root cause was determined to be a disconnected harness. The harness was reconnected to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has found that similar reports have been received for the reported problem. Additional investigation is in progress through mdq-CAPA (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 550:320:845:0000. It is unknown when or at what point in the process this condition occurred. Device evaluation determined the root cause of failure code 550:320:845:0000 to be a disconnected harness, which may have caused the device to fail to audibly alarm for this failure code. There was no patient involvement, injury or medical intervention necessary. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.